Event description:
It was reported that there was damage to the pump housing surrounding the usb port. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.